Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a blank display. She received a battery out limit alarm. Her belt clip broke. The customer's blood glucose level was 180 mg/dl. The insulin pump was hot. The product was not returned. Nothing further to report.